Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx drug eluting stents were implanted in the rca. Approximately 17 months post index procedure , patient suffered upper gastrointestinal hemorrhage. Patient was on dapt 24 hours prior to event. Patient was treated with hemostasis, blood transfusion, an acid system to protect the stomach and rehydration. Patient recovered. The investigator and sponsor assessed the event as not related to device but possibly related to the anti platelet medications.